Event description:
Event description guidant received information that this patient's system was unable to capture at 7.5 volts, and had elevated thresholds. The sweet picotip rx lead was removed from service and replaced with another lead without issue.